Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer¿s blood glucose level was high, exact value was not provided. In addition, it was reported that the pump had to be in "perfect position to charge." Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.